Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6) one year post operative loosening of the femur component. Revision surgery completed (B)(6) 2016. Components involved: no184z / as univation xf femur cemented / batch number 52024175. No161z / as univation xf tibia cemented t6 rm / batch number 52028851. Nl475 / univation f meniscal comp.t6 rm/lm 7mm / batch number 52076556.

Manufacturer narrative:
The coated surface of the femur and tibia component showed visible residues. Material damage was not found. The available components were investigated visually and microscopically. An edx analysis with the scanning electron microscope and the x-ray analysis tool was commissioned for identification of the residues on the coated surface of the implants. Result: the edx analysis shows on the basis of the high carbon concentration that the dark spots are organic residues. It might be blood residues but this cannot be validated on the basis of an edx analysis. It should be noted that no cement was bonded on the coated surface of the implant, generally, used cement remains on the surface of the implant. The device quality and manufacturing history records were reveiwed for all available lot numbers. The device history file was found to be according to specification valid at the time of production. No similar incidents have been filed with products from the involved batches. Based on the information available as well as a results of the investigation, the root cause of the failure is most probably user related. Due to the fact that no cement was bonded on the coated surface of the implant, it can be assumed that there was a problem with the cement. It could be possible that the processing time of the used cement was exceeded. Further potential sources of faults relating to the cement: incorrect temperature; unfavorable storage; age of the cement. As this is the (B)(4) case with this error indication for this product category,a product or design related error is excluded. The anchorage design is based on well established products. No corrective/preventive action is required.